Event description:
It was reported that the subject device exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection however the reported failure was not confirmed. A definitive root cause of the no image could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: a cut on cable was found. A definitive root cause could not be identified. Based on the results of the investigation, the user request could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.